Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2017-00199 / 00200 / 00201).

Event description:
During a calcaneous osteotomy, the screw would not tighten causing a delay of over 30 minutes with multiple holes having to be drilled into the patient. Another type of screw was used to complete the procedure.